Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not replicated or confirmed. The device was put through extensive testing including shock testing, paddle, defib analyzer and bench testing without duplicating the report. Review of the device log observed several "shock" button events followed by "select 30j for test", this indicates the selected energy output was outside of 30j while attempting to discharge for 30j test. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.